Event description:
It was reported to tyco healthcare/kendall on august 28, 2006, that a customer had a problem with a dialysis catheter. The customer states that when the guidewire was removed, only a portion of the wire removed, the remainder stayed in the catheter. It was not discovered until they went to do another procedure and couldn't use the catheter. The catheter was removed and replaced.